Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation/ valve leak and/or damage: delamination of the diaphragm valve assessed as adhesive failure. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.